Manufacturer narrative:
Internal insulation abrasion was noted at 10.3 ¿ 10.7 cm and 30.4 ¿ 30.9 cm from the distal tip. External insulation abrasion was noted at 39.0 -39.4 cm and at 43.1 ¿ 43.5 cm from the distal tip. The ring electrode etfe cable coating was found to be abraded in these locations. The cause of the reported event is due to external insulation abrasion consistent with friction to the device can and to the internal insulation abrasions under the superior vena cava shock coil, with the ring electrode cable coating abraded on both locations. This is consistent with the observation from the field of noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-13127. It was reported that the patient presented in clinic with noise on the right atrial and right ventricular leads. The patient was stable. No resolution was reported.

Event description:
New information received on 04sep2019, indicates that the patient presented for a procedure to explant the leads. The leads were explanted and replaced. The patient was stable.